Event description:
Same case as MFR report #: 2134265-2011-03227, 2134265-2011-03228. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The index procedure treated two target lesions. Target lesion one was a 2.5x12mm, 90% stenosis of the distal lad (left anterior descending). Treatment consisted of placement of a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 2.75x24mm, 90% stenosis of the mid lad. Treatment consisted of placement of a 2.75x16mm and 2.5x16mm taxus liberte stents resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Per the patient's wife, the patient presented in (B)(6) 2011 with an st elevation myocardial infarction. The patient was hospitalized and underwent a target vessel revascularization. The patient was discharged one day later.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced recurrent shortness of breath and underwent a target vessel reintervention in (B)(6) 2011.